Event description:
A report was received that the patient had pocket pain and discomfort. The patient underwent pocket revision procedure wherein the ipg was relocated. The patient was reportedly doing well after the procedure.